Manufacturer narrative:
Unit has not been returned for evaluation. Customer is not responding. Three attempts have been made to get the unit back. If any new information is discovered, a follow-up MDR will be submitted.

Event description:
Patient was smoking while using oxygen, causing a fire and the patient to sustain third degree burns on his face, in his nares, left armpit and on his left side. He took himself to the urgent care center for treatment and returned home with silvadene cream treatment to the burns.